Event description:
The customer contacted physio-control to report that their device displayed a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no patient involvement in this event.

Manufacturer narrative:
Physio-control verified the reported issue. The root cause was a cracked and shorted capacitor, c181, on the user interface pcb assembly, causing the device to display a white screen. The customer was provided with a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no patient involvement in this event.